Manufacturer narrative:
(B)(4). An authorized third party service provider replaced the battery. The battery was returned for evaluation. The service engineer evaluated the battery and verified the reported complaint. The battery capacity was measured at 1.73ah which is 24.0% of the rated capacity. The reported malfunction was duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator was set to run on the battery but it shut down. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.